Event description:
It was reported that the doctor opened a 30cc intra-aortic balloon (iab) catheter set and found the introducer sheath was defective when entering the patient's body. As a result, the sheath was removed and replaced with a new set of introducer sheath. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of dilator tip damaged is confirmed by visual inspection of the returned sample. The appearance of the dilator tip is an inconsistent diameter with damage to the material at the tip opening. The cause of the damage is undetermined. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor opened a 30cc intra-aortic balloon (iab) catheter set and found the introducer sheath was defective when entering the patient's body. As a result, the sheath was removed and replaced with a new set of introducer sheath. There was no report of patient complications, serious injury or death.